Manufacturer narrative:
H10: per additional information, the scope was reprocessed before it was sent to olympus. -therefore, there was no deviation from IFU (instructions for use) in reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the air/water channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The auxiliary water flow was clogged with foreign material due to insufficient cleaning. In addition, the image had one white dot. The bending section cover glue had a crack. The scope connector had a dented golden pin. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus, during preparation for use, the evis exera iii colonovideoscope auxiliary water inlet was clogged. The intended procedure had a diagnostic purpose. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the auxiliary water flow was clogged with foreign material due to insufficient cleaning.